Manufacturer narrative:
Tech found brake linkage was broken causing brakes to set at only one end of the stretcher. Casters would roll if someone attempted to set brakes at the opposite end. Replaced brake linkage to resolve this issue.

Event description:
Account stated that brakes were not working. No injury alleged.